Event description:
Ale subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert inserted. The report describes a case of uterine perforation ("extratubal location of the left essure device"). The subject's past medical history included ovarian cystectomy (laparoscopy) in 2003, cholecystectomy, abdominal cramps, spotting between menses, gravida ii (no ectopics, no abortions) and parity 2 (no c-sections). Normal uterus before essure. Concurrent conditions included overweight (bmi 27.2), pelvic pain, dysmenorrhea, endometriosis, ovarian cyst, asthma, irritable bowel syndrome, chronic back pain, penicillin allergy, allergic reaction to antibiotics (doxycycline, erythromycin), allergic reaction to analgesics (lortab, hysdrocodone, morphine,tramadol, darvocet), sulfonamide allergy, breast feeding since 2-aug-2017, postpartum state since 2-aug-2017 and uterine cervix dilation procedure since 8-mar-2018. Concomitant products included ibuprofen since 8-feb-2017 for abdominal pain, lidocaine from 8-mar-2018 to 8-mar-2018 for anaesthesia, ketorolac tromethamine (toradol) from 8-mar-2018 to 8-mar-2018 for analgesia and medroxyprogesterone acetate (dmpa) for contraception. On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. On the same day, the subject experienced uterine perforation. The subject was treated with surgery (laparoscopic essure and bilateral tubal removal scheduled for (B)(6) 2018). At the time of the report, the uterine perforation had not resolved. The investigator considered uterine perforation to be unrelated to fallopian tube occlusion insert. The reporter commented: patient reported cramping (4/10) and intermittent spotting. These symptoms were also present prior to her placement. It is believed that the perforation occurred at the time of placement (with coil after deployment). Normal uterus before essure. Insertion was easy with cervical dilation, analgesic toradol, anaesthetic lidocaine. Visualization of tubal os easy, no fluid loss during hysteroscopy of more than 1500cc. Procedure took 36 minutes. No complaints immediately after insertion. On (B)(6) 2018 unilateral left perforation noted on routine hysterosalpingogram, right essure in situ. Patient had abdominal pain. Patient uses ibuprofen. She also has been continued on her dmpa for contraception. No second confirmation test performed. Laparoscopic essure removal scheduled for (B)(6) 2018. It was not medically necessary to remove essure, and it will not be removed on patient's request. Any pathology results will not be known until surgery is performed. Event is ongoing. Alternative possible explanation for the event: this is a known possible complication of essure placement. As the study protocol does not change standard of care for placement, this is not thought to be due to the study procedures. This is a known complication of the study device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysteroscopy - on (B)(6) 2018: normal uterus before essure. Insertion was easy with cervical dilation, analgesic toradol, anaesthetic lidocaine. Visualization of tubal os easy, no fluid loss during hysteroscopy of more than 1500cc. Procedure took 36 minutes. No complaints immediately after insertion. Hysterosalpingogram - on (B)(6) 2018: left essure extratubal location, left tube widely patent, promptly spilling contrast. Right essure in situ most recent follow-up information incorporated above includes: on (B)(6) 2018: investigator returned essure perforation questionnaire. New: patient 33 years old, ovarian cystectomy in history by laparoscopy in 2003, gravida 2, para 2, no c-sections, no abortions, last delivery 2-aug-2017, postpartum, breast feeding at time of insertion. Normal uterus before essure. Insertion was easy with cervical dilation, analgesic toradol, anaesthetic lidocaine. Visualization of tubal os easy, no fluid loss during hysteroscopy of more than 1500cc. Procedure took 36 minutes. No complaints immediately after insertion. Perforation with coil occurred after deployment. On (B)(6)2018 at time of routine hysterosalpingogram when unilateral essure perforation was noted (already reported previously), patient presented with abdominal pain. No second confirmation test performed. Laparoscopic essure and bilateral tubal removal scheduled for (B)(6) 2018. Any pathology results, signs of infection, inflammation will not be known until surgery is performed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This 34-year-old female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. He01345) inserted. This case describes the occurrence of uterine perforation ("extratubal location of the left essure device") and device breakage ("breakage of left essure"). The subject's medical history included ovarian cystectomy (laparoscopy) in 2003, cholecystectomy, abdominal cramps, spotting between menses, gravida ii (no ectopics, no abortions) and parity 2 (no c-sections). Normal uterus before essure. Concurrent conditions included overweight (bmi 27.3), pelvic pain, dysmenorrhea, endometriosis, ovarian cyst, asthma, irritable bowel syndrome, chronic back pain, penicillin allergy, allergic reaction to antibiotics (doxycycline, erythromycin), allergic reaction to analgesics (lortab, hydrocodone, morphine,tramadol, darvocet), sulfonamide allergy, breast feeding since (B)(6) 2017, postpartum state since (B)(6) 2017 and uterine cervix dilation procedure since (B)(6) 2018. Concomitant products included ibuprofen since (B)(6) 2017 for abdominal pain, lidocaine from (B)(6) 2018 to (B)(6) 2018 for anaesthesia, ketorolac tromethamine (toradol) from (B)(6) 2018 to (B)(6) 2018 for analgesia and medroxyprogesterone acetate (dmpa) for contraception. On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, the subject experienced uterine perforation (seriousness criteria medically significant and intervention required), 3 months 7 days after insertion of fallopian tube occlusion insert. On an unknown date, the subject experienced device breakage (seriousness criteria medically significant and intervention required). The subject was treated with anesthetics, general and surgery (hysteroscopic removal of essure remnants and laparoscopic bilateral salpingectomy with essure removal on (B)(6) 2018). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the uterine perforation and device breakage had resolved. The relationship of device breakage to treatment with fallopian tube occlusion insert was not reported. The investigator considered uterine perforation to be related to fallopian tube occlusion insert. The reporter commented: patient reported cramping ((B)(6) 2018) and intermittent spotting. These symptoms were also present prior to her placement. It is believed that the perforation occurred at the time of placement (with coil after deployment). Normal uterus before essure. Insertion was easy with cervical dilation, analgesic toradol, anaesthetic lidocaine. Visualization of tubal os easy, no fluid loss during hysteroscopy of more than 1500cc. Procedure took 36 minutes. No complaints immediately after insertion. On (B)(6) 2018 unilateral left perforation noted on routine hysterosalpingogram, right essure in situ. Patient had abdominal pain. She also has been continued on her dmpa for contraception. No second confirmation test performed. Alternative possible explanation for the event: this is a known possible complication of essure placement. As the study protocol does not change standard of care for placement, this is not thought to be due to the study procedures. This is a known complication of the study device. Per investigator, event was not related to study, however was related to device insertion. On (B)(6) 2018 both essure coils were complete removed - coil removed intact from the right tube and not intact from the left tube (all fragments were removed, though). The device broke prior to removal procedure. During laparoscopy it was diagnosed that the essure implant broke, as the report stated "a portion of the essure coil" and not the catheter; during the procedure, the left tube and essure coil were removed; and a portion of the coil was protruding from cornua of uterus and it was also removed without difficulty. All the broken pieces were retrieved from uterus. The right device was removed intact. Investigator mentioned the essure removal was not medically necessary and it was performed at patient's request; to manage the adverse event related to essure. The additional reason was also mentioned was the patient was unable to rely on the device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: left essure extratubal location, left tube widely patent, promptly spilling contrast. Right essure in situ. Hysteroscopy - on (B)(6) 2018: normal uterus before essure. Insertion was easy with cervical dilation, analgesic toradol, anaesthetic lidocaine. Visualization of tubal os easy, no fluid loss during hysteroscopy of more than 1500cc. Procedure took 36 minutes. No complaints immediately after insertion. Ultrasound scan - on (B)(6) 2018: results: performed to localize the inserts prior to removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: the investigator considered the ae extratubal location of the left essure device related to the essure devices. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ale subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: (B)(6) had fallopian tube occlusion insert inserted. The report describes a case of uterine perforation ("extratubal location of the left essure device"). The subject's past medical history included ovarian cystectomy (laparoscopy) in 2003, cholecystectomy, abdominal cramps, spotting between menses, gravida ii (no ectopics, no abortions) and parity 2 (no c-sections). Normal uterus before essure. Concurrent conditions included overweight (bmi 27.2), pelvic pain, dysmenorrhea, endometriosis, ovarian cyst, asthma, irritable bowel syndrome, chronic back pain, penicillin allergy, allergic reaction to antibiotics (doxycycline, erythromycin), allergic reaction to analgesics (lortab, hysdrocodone, morphine,tramadol, darvocet), sulfonamide allergy, breast feeding since (B)(6) 2017, postpartum state since (B)(6) 2017 and uterine cervix dilation procedure since (B)(6) 2018. Concomitant products included ibuprofen since (B)(6) 2017 for abdominal pain, lidocaine from (B)(6) 2018 to (B)(6) 2018 for anaesthesia, ketorolac tromethamine (toradol) from (B)(6) 2018 to (B)(6) 2018 for analgesia and medroxyprogesterone acetate (dmpa) for contraception. On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, 3 months 7 days after insertion of fallopian tube occlusion insert, the subject experienced uterine perforation (seriousness criterion intervention required). The subject was treated with anesthetics, general (general anesthesia) and surgery (laparoscopic bilateral salpingectomy with essure removal). At the time of the report, the uterine perforation had resolved. The investigator considered uterine perforation to be unrelated to fallopian tube occlusion insert. The reporter commented: patient reported cramping (4/10) and intermittent spotting. These symptoms were also present prior to her placement. It is believed that the perforation occurred at the time of placement (with coil after deployment). Normal uterus before essure. Insertion was easy with cervical dilation, analgesic toradol, anaesthetic lidocaine. Visualization of tubal os easy, no fluid loss during hysteroscopy of more than 1500cc. Procedure took 36 minutes. No complaints immediately after insertion. On (B)(6) 2018 unilateral left perforation noted on routine hysterosalpingogram, right essure in situ. Patient had abdominal pain. She also has been continued on her dmpa for contraception. No second confirmation test performed. Alternative possible explanation for the event: this is a known possible complication of essure placement. As the study protocol does not change standard of care for placement, this is not thought to be due to the study procedures. This is a known complication of the study device. On (B)(6) 2018 both essure coils were complete removed - coil removed intact from the right tube and not intact from the left tube (all fragments were removed, though). The device broke prior to removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Ultrasound scan - on (B)(6) 2018: performed to localize the inserts prior to removal hysteroscopy - on (B)(6) 2018: normal uterus before essure. Insertion was easy with cervical dilation, analgesic toradol, anaesthetic lidocaine. Visualization of tubal os easy, no fluid loss during hysteroscopy of more than 1500cc. Procedure took 36 minutes. No complaints immediately after insertion. Hysterosalpingogram - on (B)(6) 2018: left essure extratubal location, left tube widely patent, promptly spilling contrast. Right essure in situ. Most recent follow-up information incorporated above includes: on 27-sep-2018: essure removal date (B)(6) 2018); essure removal details; onset date of event extratubal location of the left essure device update (B)(6) 2018); and outcome of event extratubal location of the left essure device update (recovered / resolved). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This 34-year-old female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (B)(4). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. He01345) inserted. The case describes the occurrence of fallopian tube perforation ('perforation of left fallopian tube') and device breakage ('during essure removal, left tube/essure coil was protruding from cornua uterus'). The occurrence of additional non-serious events is detailed below. The subject's medical history included ovarian cystectomy (laparoscopy) in 2003, cholecystectomy, abdominal cramps, spotting between menses, gravida ii (no ectopics, no abortions) and parity 2 (no c-sections). Normal uterus before essure. Concurrent conditions included uterine cervix dilation procedure since (B)(6)2018, breast feeding since (B)(6)2017, postpartum state since (B)(6)2017, overweight (bmi 27.3), pelvic pain, dysmenorrhea, endometriosis, ovarian cyst, asthma, irritable bowel syndrome, chronic back pain, penicillin allergy, allergic reaction to antibiotics (doxycycline, erythromycin), allergic reaction to analgesics (lortab, hysdrocodone, morphine,tramadol, darvocet) and sulfonamide allergy. Concomitant products included ibuprofen since (B)(6)2017 for abdominal pain, lidocaine from (B)(6)2018 for anaesthesia, ketorolac tromethamine (toradol) from (B)(6)2018 for analgesia and medroxyprogesterone acetate (dmpa) for contraception. On (B)(6)2018, the subject had fallopian tube occlusion insert inserted. On (B)(6)2018, the subject experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 months 7 days after insertion of fallopian tube occlusion insert. On (B)(6)2018, the subject experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6)2019, the subject experienced abdominal pain lower ("heavy bleeding with moderate cramping and bloating"), genital haemorrhage ("heavy bleeding with moderate cramping and bloating") and abdominal distension ("heavy bleeding with moderate cramping and bloating"). The subject was treated with anesthetics, general and surgery (hysteroscopic removal of essure remnants and laparoscopic bilateral salpingectomy with essure removal on (B)(6)2018). Fallopian tube occlusion insert was removed on (B)(6)2018. On (B)(6)2018, the fallopian tube perforation had resolved. At the time of the report, the device breakage had resolved and the abdominal pain lower, genital haemorrhage and abdominal distension outcome was unknown. The investigator considered abdominal distension, abdominal pain lower and genital haemorrhage to be unrelated to fallopian tube occlusion insert. The investigator considered device breakage and fallopian tube perforation to be related to fallopian tube occlusion insert. The reporter commented: patient reported cramping (4/10) and intermittent spotting. These symptoms were also present prior to her placement. It is believed that the perforation occurred at the time of placement (with coil after deployment). Normal uterus before essure. Insertion was easy with cervical dilation, analgesic toradol, anaesthetic lidocaine. Visualization of tubal os easy, no fluid loss during hysteroscopy of more than 1500cc. Procedure took 36 minutes. No complaints immediately after insertion. On (B)(6)2018 unilateral left perforation noted on routine hysterosalpingogram, right essure in situ. Patient had abdominal pain. She also has been continued on her dmpa for contraception. No second confrmation test performed. Alternative possible explanation for the event: this is a known possible complication of essure placement. As the study protocol does not change standard of care for placement, this is not thought to be due to the study procedures. This is a known complication of the study device. Per investigator, event was not related to study, however was related to device insertion. On (B)(6)2018 both essure coils were complete removed - coil removed intact from the right tube and not intact from the left tube (all fragments were removed, though). The device broke prior to removal procedure. During laparoscopy it was diagnosed that the essure implant broke, as the report stated "a portion of the essure coil" and not the catheter; during the procedure, the left tube and essure coil were removed; and a portion of the coil was protruding from cornua of uterus and it was also removed without difficulty. All the broken pieces were retrieved from uterus. The right device was removed intact. Investigator mentioned the essure removal was not medically necessary and it was performed at patient's request; to manage the adverse event related to essure. The additional reason was also mentioned was the patient was unable to rely on the device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6)2018: left essure extratubal location, left tube widely patent, promptly spilling contrast. Right essure in situ. Hysteroscopy - on (B)(6)2018: normal uterus before essure. Insertion was easy with cervical dilation, analgesic toradol, anaesthetic lidocaine. Visualization of tubal os easy, no fluid loss during hysteroscopy of more than 1500cc. Procedure took 36 minutes. No complaints immediately after insertion. Ultrasound scan - on (B)(6)2018: results: performed to localize the inserts prior to removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: extension of expected date of next report. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This 34-year-old female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. He01345) inserted. The case describes the occurrence of fallopian tube perforation ('perforation of left fallopian tube') and device breakage ('during essure removal, left tube/essure coil was protruding from cornua uterus'). The occurrence of additional non-serious events is detailed below. The subject's medical history included ovarian cystectomy (laparoscopy) in 2003, cholecystectomy, abdominal cramps, spotting between menses, gravida ii (no ectopics, no abortions) and parity 2 (no c-sections). Normal uterus before essure. Concurrent conditions included uterine cervix dilation procedure since (B)(6) 2018, breast feeding since (B)(6) 2017, postpartum state since (B)(6) 2017, overweight (bmi 27.3), pelvic pain, dysmenorrhea, endometriosis, ovarian cyst, asthma, irritable bowel syndrome, chronic back pain, penicillin allergy, allergic reaction to antibiotics (doxycycline, erythromycin), allergic reaction to analgesics (lortab, hysdrocodone, morphine,tramadol, darvocet) and sulfonamide allergy. Concomitant products included ibuprofen since (B)(6) 2017 for abdominal pain, lidocaine from (B)(6) 2018 to (B)(6) 2018 for anaesthesia, ketorolac tromethamine (toradol) from (B)(6) 2018 to (B)(6) 2018 for analgesia and medroxyprogesterone acetate (dmpa) for contraception. On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, the subject experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 months 7 days after insertion of fallopian tube occlusion insert. On (B)(6) 2018, the subject experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2019, the subject experienced abdominal pain lower ("heavy bleeding with moderate cramping and bloating"), genital haemorrhage ("heavy bleeding with moderate cramping and bloating") and abdominal distension ("heavy bleeding with moderate cramping and bloating"). The subject was treated with anesthetics, general and surgery (hysteroscopic removal of essure remnants and laparoscopic bilateral salpingectomy with essure removal on (B)(6) 2018). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the fallopian tube perforation had resolved. At the time of the report, the device breakage had resolved and the abdominal pain lower, genital haemorrhage and abdominal distension outcome was unknown. The investigator considered abdominal distension, abdominal pain lower and genital haemorrhage to be unrelated to fallopian tube occlusion insert. The investigator considered device breakage and fallopian tube perforation to be related to fallopian tube occlusion insert. The reporter commented: patient reported cramping (4/10) and intermittent spotting. These symptoms were also present prior to her placement. It is believed that the perforation occurred at the time of placement (with coil after deployment). Normal uterus before essure. Insertion was easy with cervical dilation, analgesic toradol, anaesthetic lidocaine. Visualization of tubal os easy, no fluid loss during hysteroscopy of more than 1500cc. Procedure took 36 minutes. No complaints immediately after insertion. On (B)(6) 2018 unilateral left perforation noted on routine hysterosalpingogram, right essure in situ. Patient had abdominal pain. She also has been continued on her dmpa for contraception. No second confrmation test performed. Alternative possible explanation for the event: this is a known possible complication of essure placement. As the study protocol does not change standard of care for placement, this is not thought to be due to the study procedures. This is a known complication of the study device. Per investigator, event was not related to study, however was related to device insertion. On (B)(6) 2018 both essure coils were complete removed - coil removed intact from the right tube and not intact from the left tube (all fragments were removed, though). The device broke prior to removal procedure. During laparoscopy it was diagnosed that the essure implant broke, as the report stated "a portion of the essure coil" and not the catheter; during the procedure, the left tube and essure coil were removed; and a portion of the coil was protruding from cornua of uterus and it was also removed without difficulty. All the broken pieces were retrieved from uterus. The right device was removed intact. Investigator mentioned the essure removal was not medically necessary and it was performed at patient's request; to manage the adverse event related to essure. The additional reason was also mentioned was the patient was unable to rely on the device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: left essure extratubal location, left tube widely patent, promptly spilling contrast. Right essure in situ. Hysteroscopy - on (B)(6) 2018: normal uterus before essure. Insertion was easy with cervical dilation, analgesic toradol, anaesthetic lidocaine. Visualization of tubal os easy, no fluid loss during hysteroscopy of more than 1500cc. Procedure took 36 minutes. No complaints immediately after insertion. Ultrasound scan - on (B)(6) 2018: results: performed to localize the inserts prior to removal. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-feb-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ale subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: (B)(6) had fallopian tube occlusion insert (batch no. He01345) inserted. The report describes a case of uterine perforation ("extratubal location of the left essure device"). The subject's past medical history included ovarian cystectomy (laparoscopy) in 2003, cholecystectomy, abdominal cramps, spotting between menses, gravida ii (no ectopics, no abortions) and parity 2 (no c-sections). Normal uterus before essure. Concurrent conditions included overweight (bmi 27.2), pelvic pain, dysmenorrhea, endometriosis, ovarian cyst, asthma, irritable bowel syndrome, chronic back pain, penicillin allergy, allergic reaction to antibiotics (doxycycline, erythromycin), allergic reaction to analgesics (lortab, hysdrocodone, morphine,tramadol, darvocet), sulfonamide allergy, breast feeding since (B)(6) 2017, postpartum state since (B)(6) 2017 and uterine cervix dilation procedure since (B)(6) 2018. Concomitant products included ibuprofen since (B)(6) 2017 for abdominal pain, lidocaine from (B)(6) 2018 to (B)(6) 2018 for anaesthesia, ketorolac tromethamine (toradol) from (B)(6) 2018 to (B)(6) 2018 for analgesia and medroxyprogesterone acetate (dmpa) for contraception. On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, 3 months 7 days after insertion of fallopian tube occlusion insert, the subject experienced uterine perforation (seriousness criterion intervention required). The subject was treated with anesthetics, general (general anesthesia) and surgery (laparoscopic bilateral salpingectomy with essure removal on (B)(6) 2018). On (B)(6) 2018, the uterine perforation had resolved. The investigator considered uterine perforation to be unrelated to fallopian tube occlusion insert. The reporter commented: patient reported cramping (4/10) and intermittent spotting. These symptoms were also present prior to her placement. It is believed that the perforation occurred at the time of placement (with coil after deployment). Normal uterus before essure. Insertion was easy with cervical dilation, analgesic toradol, anaesthetic lidocaine. Visualization of tubal os easy, no fluid loss during hysteroscopy of more than 1500cc. Procedure took 36 minutes. No complaints immediately after insertion. On (B)(6) 2018 unilateral left perforation noted on routine hysterosalpingogram, right essure in situ. Patient had abdominal pain. She also has been continued on her dmpa for contraception. No second confrmation test performed. Alternative possible explanation for the event: this is a known possible complication of essure placement. As the study protocol does not change standard of care for placement, this is not thought to be due to the study procedures. This is a known complication of the study device. Per investigator, event was not related to study, however was related to device insertion. On (B)(6) 2018 both essure coils were complete removed - coil removed intact from the right tube and not intact from the left tube (all fragments were removed, though). The device broke prior to removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Ultrasound scan - on (B)(6) 2018: performed to localize the inserts prior to removal hysteroscopy - on (B)(6) 2018: normal uterus before essure. Insertion was easy with cervical dilation, analgesic toradol, anaesthetic lidocaine. Visualization of tubal os easy, no fluid loss during hysteroscopy of more than 1500cc. Procedure took 36 minutes. No complaints immediately after insertion. Hysterosalpingogram - on (B)(6) 2018: left essure extratubal location, left tube widely patent, promptly spilling contrast. Right essure in situ. Quality-safety evaluation of ptc: unable to confirm complaint.~ most recent follow-up information incorporated above includes: on 9-nov-2018: quality-safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This 34-year-old female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: 140610002) had fallopian tube occlusion insert (batch no. He01345) inserted. The case describes the occurrence of fallopian tube perforation ('perforation of left fallopian tube') and device breakage ('during essure removal, left tube/essure coil was protruding from cornua uterus'). The occurrence of additional non-serious events is detailed below. The subject's medical history included ovarian cystectomy (laparoscopy) in 2003, cholecystectomy, abdominal cramps, spotting between menses, gravida ii (no ectopics, no abortions) and parity 2 (no c-sections). Normal uterus before essure. Concurrent conditions included uterine cervix dilation procedure since (B)(6) 2018, breast feeding since (B)(6) 2017, postpartum state since (B)(6) 2017, overweight (bmi 27.3), pelvic pain, dysmenorrhea, endometriosis, ovarian cyst, asthma, irritable bowel syndrome, chronic back pain, penicillin allergy, allergic reaction to antibiotics (doxycycline, erythromycin), allergic reaction to analgesics (lortab, hysdrocodone, morphine,tramadol, darvocet) and sulfonamide allergy. Concomitant products included ibuprofen since (B)(6) 2017 for abdominal pain, lidocaine from (B)(6) 2018 to (B)(6) 2018 for anaesthesia, ketorolac tromethamine (toradol) from (B)(6) 2018 to (B)(6) 2018 for analgesia and medroxyprogesterone acetate (dmpa) for contraception. On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, the subject experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 months 7 days after insertion of fallopian tube occlusion insert. On (B)(6) 2018, the subject experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2019, the subject experienced abdominal pain lower ("heavy bleeding with moderate cramping and bloating"), genital haemorrhage ("heavy bleeding with moderate cramping and bloating") and abdominal distension ("heavy bleeding with moderate cramping and bloating"). The subject was treated with anesthetics, general and surgery (hysteroscopic removal of essure remnants and laparoscopic bilateral salpingectomy with essure removal on (B)(6) 2018). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the fallopian tube perforation had resolved. At the time of the report, the device breakage had resolved and the abdominal pain lower, genital haemorrhage and abdominal distension outcome was unknown. The investigator considered abdominal distension, abdominal pain lower and genital haemorrhage to be unrelated to fallopian tube occlusion insert. The investigator considered device breakage and fallopian tube perforation to be related to fallopian tube occlusion insert. The reporter commented: patient reported cramping (4/10) and intermittent spotting. These symptoms were also present prior to her placement. It is believed that the perforation occurred at the time of placement (with coil after deployment). Normal uterus before essure. Insertion was easy with cervical dilation, analgesic toradol, anaesthetic lidocaine. Visualization of tubal os easy, no fluid loss during hysteroscopy of more than 1500cc. Procedure took 36 minutes. No complaints immediately after insertion. On (B)(6) 2018 unilateral left perforation noted on routine hysterosalpingogram, right essure in situ. Patient had abdominal pain. She also has been continued on her dmpa for contraception. No second confrmation test performed. Alternative possible explanation for the event: this is a known possible complication of essure placement. As the study protocol does not change standard of care for placement, this is not thought to be due to the study procedures. This is a known complication of the study device. Per investigator, event was not related to study, however was related to device insertion. On (B)(6) 2018 both essure coils were complete removed - coil removed intact from the right tube and not intact from the left tube (all fragments were removed, though). The device broke prior to removal procedure. During laparoscopy it was diagnosed that the essure implant broke, as the report stated "a portion of the essure coil" and not the catheter; during the procedure, the left tube and essure coil were removed; and a portion of the coil was protruding from cornua of uterus and it was also removed without difficulty. All the broken pieces were retrieved from uterus. The right device was removed intact. Investigator mentioned the essure removal was not medically necessary and it was performed at patient's request; to manage the adverse event related to essure. The additional reason was also mentioned was the patient was unable to rely on the device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: left essure extratubal location, left tube widely patent, promptly spilling contrast. Right essure in situ. Hysteroscopy - on (B)(6) 2018: normal uterus before essure. Insertion was easy with cervical dilation, analgesic toradol, anaesthetic lidocaine. Visualization of tubal os easy, no fluid loss during hysteroscopy of more than 1500cc. Procedure took 36 minutes. No complaints immediately after insertion. Ultrasound scan - on (B)(6) 2018: results: performed to localize the inserts prior to removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: the previously reported event term ¿perforation of the left essure device¿ was amended by investigator to ¿perforation of left fallopian tube¿. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ale subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: 140610002) had fallopian tube occlusion insert (batch no. He01345) inserted. The report describes a case of uterine perforation ("extratubal location of the left essure device"). The subject's past medical history included ovarian cystectomy (laparoscopy) in 2003, cholecystectomy, abdominal cramps, spotting between menses, gravida ii (no ectopics, no abortions) and parity 2 (no c-sections). Normal uterus before essure. Concurrent conditions included overweight (bmi 27.2), pelvic pain, dysmenorrhea, endometriosis, ovarian cyst, asthma, irritable bowel syndrome, chronic back pain, penicillin allergy, allergic reaction to antibiotics (doxycycline, erythromycin), allergic reaction to analgesics (lortab, hysdrocodone, morphine,tramadol, darvocet), sulfonamide allergy, breast feeding since 2-aug-2017, postpartum state since 2-aug-2017 and uterine cervix dilation procedure since 8-mar-2018. Concomitant products included ibuprofen since 8-feb-2017 for abdominal pain, lidocaine from 8-mar-2018 to 8-mar-2018 for anaesthesia, ketorolac tromethamine (toradol) from 8-mar-2018 to 8-mar-2018 for analgesia and medroxyprogesterone acetate (dmpa) for contraception. On (B)(6)-2018, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, 3 months 7 days after insertion of fallopian tube occlusion insert, the subject experienced uterine perforation (seriousness criterion intervention required). The subject was treated with anesthetics, general (general anesthesia) and surgery (laparoscopic bilateral salpingectomy with essure removal). At the time of the report, the uterine perforation had resolved. The investigator considered uterine perforation to be unrelated to fallopian tube occlusion insert. The reporter commented: patient reported cramping (4/10) and intermittent spotting. These symptoms were also present prior to her placement. It is believed that the perforation occurred at the time of placement (with coil after deployment). Normal uterus before essure. Insertion was easy with cervical dilation, analgesic toradol, anaesthetic lidocaine. Visualization of tubal os easy, no fluid loss during hysteroscopy of more than 1500cc. Procedure took 36 minutes. No complaints immediately after insertion. On (B)(6) 2018 unilateral left perforation noted on routine hysterosalpingogram, right essure in situ. Patient had abdominal pain. She also has been continued on her dmpa for contraception. No second confrmation test performed. Alternative possible explanation for the event: this is a known possible complication of essure placement. As the study protocol does not change standard of care for placement, this is not thought to be due to the study procedures. This is a known complication of the study device. On (B)(6) 2018 both essure coils were complete removed - coil removed intact from the right tube and not intact from the left tube (all fragments were removed, though). The device broke prior to removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Ultrasound scan - on (B)(6) 2018: performed to localize the inserts prior to removal hysteroscopy - on (B)(6) 2018: normal uterus before essure. Insertion was easy with cervical dilation, analgesic toradol, anaesthetic lidocaine. Visualization of tubal os easy, no fluid loss during hysteroscopy of more than 1500cc. Procedure took 36 minutes. No complaints immediately after insertion. Hysterosalpingogram - on 15-jun-2018: left essure extratubal location, left tube widely patent, promptly spilling contrast. Right essure in situ most recent follow-up information incorporated above includes: on (B)(6) 2018: essure lot number informed: he01345. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This 34-year-old female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. He01345) inserted. This case describes the occurrence of uterine perforation ("extratubal location of the left essure device") and device breakage ("breakage of left essure"). The subject's medical history included ovarian cystectomy (laparoscopy) in 2003, cholecystectomy, abdominal cramps, spotting between menses, gravida ii (no ectopics, no abortions) and parity 2 (no c-sections). Normal uterus before essure. Concurrent conditions included overweight (bmi 27.3), pelvic pain, dysmenorrhea, endometriosis, ovarian cyst, asthma, irritable bowel syndrome, chronic back pain, penicillin allergy, allergic reaction to antibiotics (doxycycline, erythromycin), allergic reaction to analgesics (lortab, hysdrocodone, morphine,tramadol, darvocet), sulfonamide allergy, breast feeding since (B)(6) 2017, postpartum state since (B)(6) 2017 and uterine cervix dilation procedure since 8-mar-2018. Concomitant products included ibuprofen since (B)(6) 2017 for abdominal pain, lidocaine from (B)(6) 2018 to (B)(6) 2018 for anaesthesia, ketorolac tromethamine (toradol) from (B)(6) 2018 for analgesia and medroxyprogesterone acetate (dmpa) for contraception. On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, the subject experienced uterine perforation (seriousness criteria medically significant and intervention required), 3 months 7 days after insertion of fallopian tube occlusion insert. On an unknown date, the subject experienced device breakage (seriousness criteria medically significant and intervention required). The subject was treated with anesthetics, general and surgery (hysteroscopic removal of essure remnants and laparoscopic bilateral salpingectomy with essure removal on (B)(6) 2018). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the uterine perforation and device breakage had resolved. The relationship of device breakage to treatment with fallopian tube occlusion insert was not reported. The investigator considered uterine perforation to be unrelated to fallopian tube occlusion insert. The reporter commented: patient reported cramping (4/10) and intermittent spotting. These symptoms were also present prior to her placement. It is believed that the perforation occurred at the time of placement (with coil after deployment). Normal uterus before essure. Insertion was easy with cervical dilation, analgesic toradol, anaesthetic lidocaine. Visualization of tubal os easy, no fluid loss during hysteroscopy of more than 1500cc. Procedure took 36 minutes. No complaints immediately after insertion. On (B)(6) 2018 unilateral left perforation noted on routine hysterosalpingogram, right essure in situ. Patient had abdominal pain. She also has been continued on her dmpa for contraception. No second confirmation test performed. Alternative possible explanation for the event: this is a known possible complication of essure placement. As the study protocol does not change standard of care for placement, this is not thought to be due to the study procedures. This is a known complication of the study device. Per investigator, event was not related to study, however was related to device insertion. On (B)(6) 2018 both essure coils were complete removed - coil removed intact from the right tube and not intact from the left tube (all fragments were removed, though). The device broke prior to removal procedure. During laparoscopy it was diagnosed that the essure implant broke, as the report stated "a portion of the essure coil" and not the catheter; during the procedure, the left tube and essure coil were removed; and a portion of the coil was protruding from cornua of uterus and it was also removed without difficulty. All the broken pieces were retrieved from uterus. The right device was removed intact. Investigator mentioned the essure removal was not medically necessary and it was performed at patient's request; to manage the adverse event related to essure. The additional reason was also mentioned was the patient was unable to rely on the device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: left essure extratubal location, left tube widely patent, promptly spilling contrast. Right essure in situ. Hysteroscopy - on (B)(6) 2018: normal uterus before essure. Insertion was easy with cervical dilation, analgesic toradol, anaesthetic lidocaine. Visualization of tubal os easy, no fluid loss during hysteroscopy of more than 1500cc. Procedure took 36 minutes. No complaints immediately after insertion. Ultrasound scan - on (B)(6) 2018: results: performed to localize the inserts prior to removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2019: device breakage questionnaire received - new information reported: removal procedure details were reported as, what part of essure coil broke and when it was diagnosed. Device breakage added as new event, FDA codes updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This 34-year-old female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: (B)(6) had fallopian tube occlusion insert (batch no. He01345) inserted. The case describes the occurrence of uterine perforation ('perforation of the left essure device') and device breakage ('breakage of left essure'). The occurrence of additional non-serious events is detailed below. The subject's medical history included ovarian cystectomy (laparoscopy) in 2003, cholecystectomy, abdominal cramps, spotting between menses, gravida ii (no ectopics, no abortions) and parity 2 (no c-sections). Normal uterus before essure. Concurrent conditions included uterine cervix dilation procedure since (B)(6)2018, breast feeding since (B)(6)2017, postpartum state since (B)(6)2017, overweight (bmi 27.3), pelvic pain, dysmenorrhea, endometriosis, ovarian cyst, asthma, irritable bowel syndrome, chronic back pain, penicillin allergy, allergic reaction to antibiotics (doxycycline, erythromycin), allergic reaction to analgesics (lortab, hysdrocodone, morphine,tramadol, darvocet) and sulfonamide allergy. Concomitant products included ibuprofen since (B)(6)2017 for abdominal pain, lidocaine from (B)(6)2018 to (B)(6)2018 for anaesthesia, ketorolac tromethamine (toradol) from (B)(6)2018 to (B)(6)2018 for analgesia and medroxyprogesterone acetate (dmpa) for contraception. On (B)(6)2018, the subject had fallopian tube occlusion insert inserted. On (B)(6)2018, the subject experienced uterine perforation (seriousness criteria medically significant and intervention required), 3 months 7 days after insertion of fallopian tube occlusion insert. On (B)(6)2019, the subject experienced abdominal pain lower ("heavy bleeding with moderate cramping and bloating"), genital haemorrhage ("heavy bleeding with moderate cramping and bloating") and abdominal distension ("heavy bleeding with moderate cramping and bloating"). On an unknown date, the subject experienced device breakage (seriousness criteria medically significant and intervention required). The subject was treated with anesthetics, general and surgery (hysteroscopic removal of essure remnants and laparoscopic bilateral salpingectomy with essure removal on (B)(6)2018). Fallopian tube occlusion insert was removed on (B)(6)2018. On (B)(6)2018, the uterine perforation and device breakage had resolved. At the time of the report, the abdominal pain lower, genital haemorrhage and abdominal distension outcome was unknown. The investigator considered uterine perforation to be related to fallopian tube occlusion insert. The relationship of device breakage to treatment with fallopian tube occlusion insert was not reported. The investigator considered abdominal distension, abdominal pain lower and genital haemorrhage to be unrelated to fallopian tube occlusion insert. The reporter commented: patient reported cramping (4/10) and intermittent spotting. These symptoms were also present prior to her placement. It is believed that the perforation occurred at the time of placement (with coil after deployment). Normal uterus before essure. Insertion was easy with cervical dilation, analgesic toradol, anaesthetic lidocaine. Visualization of tubal os easy, no fluid loss during hysteroscopy of more than 1500cc. Procedure took 36 minutes. No complaints immediately after insertion. On (B)(6)2018 unilateral left perforation noted on routine hysterosalpingogram, right essure in situ. Patient had abdominal pain. She also has been continued on her dmpa for contraception. No second confirmation test performed. Alternative possible explanation for the event: this is a known possible complication of essure placement. As the study protocol does not change standard of care for placement, this is not thought to be due to the study procedures. This is a known complication of the study device. Per investigator, event was not related to study, however was related to device insertion. On (B)(6)2018 both essure coils were complete removed - coil removed intact from the right tube and not intact from the left tube (all fragments were removed, though). The device broke prior to removal procedure. During laparoscopy it was diagnosed that the essure implant broke, as the report stated "a portion of the essure coil" and not the catheter; during the procedure, the left tube and essure coil were removed; and a portion of the coil was protruding from cornua of uterus and it was also removed without difficulty. All the broken pieces were retrieved from uterus. The right device was removed intact. Investigator mentioned the essure removal was not medically necessary and it was performed at patient's request; to manage the adverse event related to essure. The additional reason was also mentioned was the patient was unable to rely on the device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6)2018: left essure extratubal location, left tube widely patent, promptly spilling contrast. Right essure in situ. Hysteroscopy - on (B)(6)2018: normal uterus before essure. Insertion was easy with cervical dilation, analgesic toradol, anaesthetic lidocaine. Visualization of tubal os easy, no fluid loss during hysteroscopy of more than 1500cc. Procedure took 36 minutes. No complaints immediately after insertion. Ultrasound scan - on (B)(6)2018: results: performed to localize the inserts prior to removal. Quality-safety evaluation of ptc: unable to confirm complaint.~ most recent follow-up information incorporated above includes: on 16-jan-2020: event heavy bleeding with moderate cramping and bloating added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This 34-year-old female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. He01345) inserted. The case describes the occurrence of fallopian tube perforation ('perforation of left fallopian tube') and device breakage ('during essure removal, left tube/essure coil was protruding from cornua uterus'). The occurrence of additional non-serious events is detailed below. The subject's medical history included ovarian cystectomy (laparoscopy) in 2003, cholecystectomy, abdominal cramps, spotting between menses, gravida ii (no ectopics, no abortions) and parity 2 (no c-sections). Normal uterus before essure. Concurrent conditions included uterine cervix dilation procedure since (B)(6) 2018, breast feeding since (B)(6) 2017, postpartum state since (B)(6) 2017, overweight (bmi 27.3), pelvic pain, dysmenorrhea, endometriosis, ovarian cyst, asthma, irritable bowel syndrome, chronic back pain, penicillin allergy, allergic reaction to antibiotics (doxycycline, erythromycin), allergic reaction to analgesics (lortab, hysdrocodone, morphine,tramadol, darvocet) and sulfonamide allergy. Concomitant products included ibuprofen since (B)(6) 2017 for abdominal pain, lidocaine from (B)(6) 2018 to (B)(6) 2018 for anaesthesia, ketorolac tromethamine (toradol) from (B)(6) 2018 to (B)(6) 2018 for analgesia and medroxyprogesterone acetate (dmpa) for contraception. On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, the subject experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 months 7 days after insertion of fallopian tube occlusion insert. On (B)(6) 2018, the subject experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2019, the subject experienced abdominal pain lower ("heavy bleeding with moderate cramping and bloating"), genital haemorrhage ("heavy bleeding with moderate cramping and bloating") and abdominal distension ("heavy bleeding with moderate cramping and bloating"). The subject was treated with anesthetics, general and surgery (hysteroscopic removal of essure remnants and laparoscopic bilateral salpingectomy with essure removal on (B)(6) 2018). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the fallopian tube perforation had resolved. At the time of the report, the device breakage had resolved and the abdominal pain lower, genital haemorrhage and abdominal distension outcome was unknown. The investigator considered abdominal distension, abdominal pain lower and genital haemorrhage to be unrelated to fallopian tube occlusion insert. The investigator considered device breakage and fallopian tube perforation to be related to fallopian tube occlusion insert. The reporter commented: patient reported cramping (4/10) and intermittent spotting. These symptoms were also present prior to her placement. It is believed that the perforation occurred at the time of placement (with coil after deployment). Normal uterus before essure. Insertion was easy with cervical dilation, analgesic toradol, anaesthetic lidocaine. Visualization of tubal os easy, no fluid loss during hysteroscopy of more than 1500cc. Procedure took 36 minutes. No complaints immediately after insertion. On (B)(6) 2018 unilateral left perforation noted on routine hysterosalpingogram, right essure in situ. Patient had abdominal pain. She also has been continued on her dmpa for contraception. No second confrmation test performed. Alternative possible explanation for the event: this is a known possible complication of essure placement. As the study protocol does not change standard of care for placement, this is not thought to be due to the study procedures. This is a known complication of the study device. Per investigator, event was not related to study, however was related to device insertion. On (B)(6) 2018 both essure coils were complete removed - coil removed intact from the right tube and not intact from the left tube (all fragments were removed, though). The device broke prior to removal procedure. During laparoscopy it was diagnosed that the essure implant broke, as the report stated "a portion of the essure coil" and not the catheter; during the procedure, the left tube and essure coil were removed; and a portion of the coil was protruding from cornua of uterus and it was also removed without difficulty. All the broken pieces were retrieved from uterus. The right device was removed intact. Investigator mentioned the essure removal was not medically necessary and it was performed at patient's request; to manage the adverse event related to essure. The additional reason was also mentioned was the patient was unable to rely on the device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: left essure extratubal location, left tube widely patent, promptly spilling contrast. Right essure in situ. Hysteroscopy - on (B)(6) 2018: normal uterus before essure. Insertion was easy with cervical dilation, analgesic toradol, anaesthetic lidocaine. Visualization of tubal os easy, no fluid loss during hysteroscopy of more than 1500cc. Procedure took 36 minutes. No complaints immediately after insertion. Ultrasound scan - on (B)(6) 2018: results: performed to localize the inserts prior to removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: the previously reported event term ¿perforation of the left essure device¿ was amended by investigator to ¿perforation of left fallopian tube¿. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.